Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implanted for a pre-operative dissection and implanted in zone 1).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b dissection in zone 1. The diameter of the non-aneurysmal proximal neck was 42 mm. Another manufacturer¿s 36/36/200 stent graft was also implanted at the same time which was implanted first distally followed by the 46/46/200 valiant captivia was implanted second proximally. It was reported that the patient was taken to the hospital emergently 19 days post operatively due to a retrograde type a dissection. The valiant stent graft was explanted and replaced with a synthetic prosthesis. The dissection entry was confirmed at smaller curvature of aorta and the physician inferred that this dissection was not related to the device. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the dissection was actually a type b dissection. The dissection started from the distal aortic arch to descending thoracic aorta. The other manufacturer's device was implanted in an area of the descending thoracic aorta that measured 33 mm in diameter.